Event description:
Customer reported device = 455 mg/dl. Paramedics were called. Ten minutes later, paramedics device = 25 mg/dl. Customer was treated with glucose. No controls used. Customer was using expired test strips. A request was made for return product and replacement product was sent.